Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. Customer's blood glucose level was 123 mg/dl. Customer stated the alarm did not occur during the rewind prime sequence, and a temp basal was not programmed before the alarm occurred. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the self test. No unexpected alarms noted. The pump communicated properly with the glucose sensor simulator and minilink transmitter. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.